Event description:
It was reported by repair work order that the footend of the bed was elevated and would not lower due to a pinched sensor coil. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.